Manufacturer narrative:
Please note this incident was previously submitted in error under submission 3006217371-2020-00427. This report contains original, corrected and new information including evaluation results. Exact date of incident was not provided, only that it occurred in "early" (B)(6) 2020. Investigation of the customer's reported issue and complaint is confirmed. An evaluation of the returned device found fan error, bezel had damage (cracked) and the unit need software upgrade. The preventive maintenance is not overdue but was completed as part of service. The unit was repaired, evaluation completed, and unit final tested. The unit met all specifications. The evaluation of the returned device confirmed the complaint but concluded that the unit was likely not plugged into a dedicated outlet which could have caused the failure due to excessive continuous suctioning of the excessive and extensive bleeding from the patient. A review of the DHR final test protocol from the contract manufactured passed. The service history was reviewed and no relationship to this complaint was found. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding 12 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). A two-year review of similar events revealed an occurrence rate of (B)(4) for this device; however, because this is a reusable device, the potential number of uses is not considered in this occurrence rate. The instructions for use (IFU) provides the user with information regarding the proper care and use of this device. The IFU also gives direction including but not limited to : the user is advised that when working in the airseal mode, it is possible that body fluids can be extracted from the surgical field over the evacuation line and into the filter housing. In order to prevent contamination of the device, bodily fluid is retained by the fluid trap of the housing component. The capacity of the fluid trap is limited. A warning message and an audible signal will be emitted if the fill level low is reached. Cannula and tubing placement should be checked to make sure no more fluid enters the filter. At this point, change the filtered tube set. Insufflation can be continued with full functionality. If fluid level high is reached, the airseal function will shut down. Insert obturator in airseal cannula to maintain pressure with normal insufflation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Please note this incident was previously submitted in error under submission 3006217371-2020-00427. This report contains corrected and new information including evaluation results. On behalf of the facility, the conmed representative reported issues with the as-ifs1, airseal ifs, serial (B)(4), that (B)(6) medical center recently experienced. The information originally reported was during a robotic partial nephrectomy, the airseal showed a warning that there was an electronic error and the machine shut off. This caused the case to convert to open and the patient had a lot of bleeding and had to be intubated. It is noted the procedure was completed. Clarification obtained explained the incident occurred in early (B)(6) 2020, exact date not provided, but the facility never informed the conmed representative until (B)(6) 2020. They indicated a davinci robotic was being used and the unit was plugged into a 20 amp wall socket. The planned procedure, by nature, required the patient to be intubated and there was bleeding, no more than usual however the medical staff were using a lot of suction continuously. The unit alarmed, displayed an error message and then shut down. It was reported the staff didn't see anything wrong with the unit, but it was decided to convert the procedure to open. No exact reasoning for the conversion was provided. The as-ifs1 unit is still quarantined at the facility and they have not been provided any additional guidance as to the facility's future actions with the device. Although requested, no other information or incident details have been made available by the facility. This MDR reporting is being raised on the basis of injury for the unplanned conversion to an open surgical procedure.